Manufacturer narrative:
(B)(4) follow up for device evaluation. Six samples of 10 ml eurographic syringes, part number 309649, were received and evaluated, with two samples each from batches 5072216, 5280258, and 5309031. All samples arrived in unsealed packaging and showed no defects. Silicone was visible on the stoppers, however, there was no evidence of stringing or pooling, indicating that the amount was not excessive and met product specifications. Silicone is an inert, non-toxic medical lubricant that is an integral component of disposable syringes, ensuring proper performance in clinical use. This condition does not impact product safety, efficacy, or functionality. Silicone has been used in this application for over 25 years, with more than 30 billion units distributed and no known reports of adverse clinical effects related to unintended silicone delivery. Please refer to the attached silicone quantity guideline for additional details. Furthermore, a device history record review was completed for lot numbers 5072216, 5280258, and 5309031. The review identified no rejected inspections or quality issues during production that could have contributed to the reported condition.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll euro 125 s/c contained visible silicone. It looks like moisture or something else and the pharmacy is not sure to prepare medication with these syringes. The customer said, it seem´s like moisture, but she don't know it. The liquid was seen above the plunger and inside the syringe body. The samples are on the way and will be examined.